Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an high blood glucose levels and was treated with manual bolus. Event on (B)(6) 2026. No further information available.